Event description:
It was reported that the patient presented for lead implant procedure. During the procedure, the left ventricle lead to be implanted exhibited failure to remove guidewire from the lead. The obstruction was felt at the tip of the lead. The lead was replaced during the implant procedure on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The reported event of ¿the wire unable to cross the lead¿ was confirmed. Final analysis found that as received, a complete lead was returned in one piece with dried clogged blood inside the inner coil. A stylet insertion test found obstruction/restriction at the s-curve region of the lead. Visual and x-ray inspections did not find any anomalies at the stylet obstruction region. Additional analysis was performed and found dried blood inside the inner coil at the stylet obstruction region of the lead. The cause of the reported event was isolated with dried clogged blood inside the inner coil.